Manufacturer narrative:
Continued h.6 health effect impact code: f2201 biopsy. Reporting agency to ansm: facility: (B)(6) hospital. Contact: (B)(6). Address: (B)(6). Telephone: not provided. Fax: (B)(6). Email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lump/nodule and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lump/nodule, lymphoma-alcl.

Event description:
Reporter reported right side breast implant associated anaplastic large cell lymphoma, invasive. Histopathological markers cd30+ and alk- have been provided. Device has been explanted.